Event description:
It was reported that during surgery to implant the distractable cage, the threaded portion of the distraction rod sheared off. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation.